Manufacturer narrative:
Forty eight unopened complaint samples and three opened complaint samples were returned for evaluation. The opened complaint samples were out of specification due to surface cracks, edge defects and tears. Two of the unopened complaint samples were out of specification due to a tear and a lens fragment adhesion. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
On (B)(6) 2015 an ophthalmologist reported that when therapeutic contact lenses were removed, symptoms of corneal epithelial abrasion were confirmed. As of (B)(6) 2015, it was reported that on (B)(6) 2015, the doctor used edta sodium on the patient with band keratopathy and used the therapeutic contact lens on the eye. On (B)(6) 2015, having removed the lens from the patient, corneal epithelial abrasion was confirmed on the overall area that had been covered by the lens. The patient was prescribed levofloxacin to be used four times daily, bromfenac to be used twice daily and ofloxacin to be used four times daily. As of (B)(6) 2015, it was reported that the symptom had been alleviated around the cornea. The doctor diagnosed the event as severe with an unknown causal relationship with the contact lens.

Manufacturer narrative:
The lot number for the product is 31166743 with an expiration date of 02/29/2020 and a manufacturing date of 04/06/2015. (B)(4).

Manufacturer narrative:
Opened and unopened product were returned for evaluation. The opened product was found to be out of specification due to edge and surface damages. A black particle adhesion was observed on one of the open lenses as well. Two of the unopened products were found to be out of specification for possible lens fragment adhesion and a micro edge tear. The remaining unopened product was found to meet manufacturing specifications. A manufacturing review was performed and prior to this event, a corrective and preventative action was initiated to improve the lens cosmetic inspection method. No further adverse complaints or manufacturing trend was identified. The manufacturer internal reference number is: 2015-120599

Event description:
On (B)(6) 2015 an ophthalmologist reported that when therapeutic contact lenses were removed, symptoms of corneal epithelial abrasion were confirmed. As of (B)(6) 2015, it was reported that on (B)(6) 2015, the doctor used edta sodium on the patient with band keratopathy and used the therapeutic contact lens on the eye. On (B)(6) 2015, having removed the lens from the patient, corneal epithelial abrasion was confirmed on the overall area that had been covered by the lens. The patient was prescribed levofloxacin to be used four times daily, bromfenac to be used twice daily and ofloxacin to be used four times daily. As of (B)(6) 2015, it was reported that the symptom had been alleviated around the cornea. The doctor diagnosed the event as severe with an unknown causal relationship with the contact lens. As of (B)(6) 2015, the consumer visited the doctor. It was reported that the current patient condition confirmed cornea regeneration and that the eye was recovering. The doctor would continue the observation of band keratopathy. As of (B)(6) 2015 the doctor confirmed that the cornea regenerated on (B)(6) 2015 and the symptoms were receding. The observation of the disease would continue.